Event description:
It was reported that the he biorci ha screw got damaged during the surgery. No patient injury reported. Back-up device was available.

Manufacturer narrative:
One 10x25mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. The screws first distal thread has been broken off and was not returned for examination. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. No further investigation is required.